Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 5024m-52 lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with chest pain. A transmission showed the right atrial (ra) lead measured low pacing impedance and small p-waves. The lead remains in use. No patient complications have been reported as a result of this event.